Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the severely tortuous and severely calcified left common iliac artery. A 10.0x60x135 cm express ld vascular stent was advanced for treatment. However, the stent and balloon separated in an unintentional location in the aorta bifurcation. The dislodged stent was removed with a balloon catheter and a snare. The procedure was completed with another of the same device. No patient complications reported and the patient was stable.